Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ slip tip syringe had faint/illegible scale markings and a dent was found in the barrel. The following information was provided by the initial reporter, translated from (B)(6) to english: " scale marking issue: the scale marking on the barrel was faint and illegible. Damaged barrel: a dent was found near the 1-unit scale on the barrel."

Manufacturer narrative:
H.6. Investigation: two photos and one sample were received by our quality team for evaluation. From the photos and sample, scale marking rub off and barrel damage was observed. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The team has investigated different sections of the syringe machine and matched a potential area which could lead to the reported defect. The damaged syringe barrel which caused the scale marking rub off could have occurred at the assembly machine. The probable root cause of the damaged barrel could be due to the air jet of the auto reject station to be out of position which resulted in poor part throw out. At the syringe assembly process, there is a rotary main assembly dial. During the transfer of the syringe product to the exerciser dial, the syringe may tilt and hit against the dial side guide and cause the part to be trapped / jammed. When this occurs, the subsequence syringe is rubbed against the jammed product. This can cause the cracked barrel body and rubbed off scale line. However, if the air jet at the auto reject station, which is used to blow off the part from the dial pocket, is out of position, it will lead to poor part throw out.

Event description:
It was reported that the bd¿ slip tip syringe had faint/illegible scale markings and a dent was found in the barrel. The following information was provided by the initial reporter, translated from japanese to english: " (1) scale marking issue: the scale marking on the barrel was faint and illegible. (2) damaged barrel: a dent was found near the 1-unit scale on the barrel."